Event description:
Related to medical device manufacturer's report # 3004742232-2009-00005. It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire firm guide wire fractured, but was successfully snared and removed. The patient also experienced transient hematuria which resolved overnight. The lesion being treated was moderately calcified and 12cm long with near total occlusion in the distal portion only. It was located in a 4mm diameter, non-tortuous section of the distal superficial femoral artery (sfa) just above the popliteal artery. The physician used a 6f introducer sheath, a 0.035" guide wire, and a 0.035" exchange catheter to cross the lesion from a contralateral approach (from the right groin over the bifurcation). The physician performed approximately 6 runs at low speed in the proximal segment followed by the more distal section where the lesion was tight. The crown bogged down and was "sucked into the distal lesion upon approach and stalled out." He then performed 4 runs on medium speed through both regions. This time, the crown did not stall out. He performed 4 more runs at high speed through both areas, changing position to reach the more distal area between runs. He subsequently advanced the crown into the lesion for one final polishing run. At this time, the drive shaft of the oad buckled. When the physician attempted to remove the oad over the wire, he was unsuccessful, so he removed the oad and guide wire as a unit. At this time, he noted that the guide wire had fractured and a 30cm section remained in the sfa just below the profunda take off. The physician successfully snared and removed this portion. The area of retrieval was somewhat irregular; therefore, the physician placed two 6x120m stents to cover the area yielding a great looking result. He also stented the original treatment area and performed angioplasty in an area of stenosis in the popliteal artery with a good result. The patient had an excellent pedal pulse following the procedure, but exhibited some hematuria which resolved overnight. The patient's current condition is stable and asymptomatic. The physician plans to perform atherectomy intervention on the other leg in the future. Additional information has been requested regarding this event.